Event description:
Kimberly-clark corporation received notice on 02/24/1999 from the patient, prior to a doctor visit, alleging patient developed symptoms that can be indicative of toxic shock syndrome while using toxic security super plus menstrual tampons. Reported symptoms included red rash, dizziness, fever, dry lips and hot mouth. Patient was allegedly admitted to the hospital on 02/24/1999 after her doctor visit. Hospital stay was allegedly due to infected fallopian tubes caused by tampon use, and not tss.based on the conversation with the patient, kimberly-clark corporation has reason to question the accuracy of certain information provided to kimberly-clark corporation, and patient would not cooperate in providing additional information.